Event description:
Corneal burn at incision after phaco. Sutures were required to close.

Manufacturer narrative:
H11: a company service rep. Checked the system and found it to meet its performance specifications. This report was maile in to FDA on: 7/8/97.